Manufacturer narrative:
Age at time of event: 18 years or older. Device evaluated by MFR: the device was not returned for analysis. The manufacturing batch record review confirmed that the device met all material, assembly and performance specifications. The most probable root cause is operational context as device performance was limited due to anatomical/ procedural factors. (B)(4).

Event description:
It was reported that balloon rupture occurred. Vascular access was obtained via the left brachial artery. The 90% stenosed target lesion was located in the moderately tortuous and severely calcified left common iliac artery (cia). A 90cm 6fr non-bsc introducer sheath was introduced. After a 0.035x300 non-bsc guidewire was advanced to cross the lesion, a 5.0 x 20 mustang¿ balloon catheter was advanced to predilate the lesion and a 4 x 10 epic stent was deployed. Subsequently, an 8.0 x 20, 135cm mustang¿ balloon catheter was selected for use and advanced to postdilate the lesion. Upon the first inflation, the balloon was inflated at 10 atmospheres. However, upon the second inflation, the balloon ruptured at 20 atmospheres after a duration of 30 seconds. The device was completely removed and the procedure was completed with a 7.0 x 20 mustang¿ balloon catheter. No patient complications were reported and the patient's status was good.